Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's hearing thresholds progressively decreased and the patient did not derive any benefit from her vibrant soundbridge. The patient was re-implanted with a cochlear implant on (B)(6) 2011.